Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead showed noisy signals after the surgical pocket was closed at implant. As result, the physician reopened the suture of the pocket to disconnect and re-connect the lead to the header. The rv lead remains implanted. No additional adverse patient effects were reported.